Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was received with cracked case at the battery tube side, cracked case at the corner of the belt clip rail and broken belt clip rails. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. On the event date of 19-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 3.95 u and dailytotalofbolusinsulindelivered = 4.5 u which is equal to the dailytotalofallinsulindelivered = 8.45 u. Perform the history review 1 week prior to the event date 19-aug-2025 in the pump history file and found 1 low battery alert (104) on (B)(6) 2025 06:46:00.000, 2 no delivery (7) alarm on (B)(6) 2025 (during bolus), 2 stuck key alarm (61) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, 1 pump error 53 on (B)(6) 2025 and 1 batt out limit (6) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005). Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged ketoacidosis (dka)/high bgs (hyperglycemia). Cosmetic damage was confirmed at the back of the pump. Alarm-a353-pump error 53 confirmed (found during the history review). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the clip compartment and back. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1712k was requested and the device was returned for analysis